Event description:
Reviewed surgical database report which had very little information about the circumstances of the broken nail. Reviewed e-mail for any additional information available and found none. Reviewed the patient x-rays and found what appeared to be signs of a non-union prior to the break. The surgeon replaced the im nail with another and repaired the f/x site. Cause: the apparent cause was fwb on a f/x with a non-union for an unknown amount of time. No indication of product defect.